Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l3-4 adjacent segment disease, s1 screw looseness and underwent transforaminal lumbar interbody fusion (tlif) surgery. During surgery, the tip of the screw driver sheared off during the insertion of screw and the broken part remained in the bone screw. The sheared off surface stuck in the screw. The screw in which the broken screw driver part was stuck has been removed. There was a delay of less than a 60 min as a result of this event. No fragment of the implant or instruments were remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.